Manufacturer narrative:
Continuation of d10: dtma1d4 crt-d implanted: (B)(6) 2019.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient presented to the emergency department due to shortness of breath. It was noted that there was suspected right atrial (ra) lead undersensing of the atrial rate around twenty-five beats per minute. There were also chronic low p waves and high atrial thresholds. It was reported that the ra lead was intentionally programmed to the lowest pacing output in order not to capture. It was noted that there was also previously an atrial lead position check failure. The ra lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the ra lead had become non-functional with failure to capture and was not sensing. The device was reprogrammed.